Event description:
It was reported that this subcutaneous implantable subcutaneous cardioverter defibrillator was explanted due to a product performance issue. A new pulse generator was successfully implanted. No additional adverse patient effects were reported.